Event description:
The customer reports false negative reaction on the provue with a sample known to have anti-kell and is positive in manual gel. No erroneous results were reported as a result of this incident. (B)(4).

Manufacturer narrative:
This instrument has been investigated. On (B)(4) 2014 an ocd field engineer (fe) arrived at the customer site and ran wad diagnostics. No systems failed. The fe checked the temp for incubator 2 and it was reading steady at 36.7c. This test is run on anti-igg card in incubator #2. The fe inspected the reagent spinners and all were operating correctly. The fe gave the instrument back to the customer and they continued to process samples with no issues reported. This instrument is operating as expected. No repairs needed.